Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer was using off label insulin at the time of the event. Customer's blood glucose was 296 mg/dl. Reportedly, a multiple cartridge changes was performed to address the issue; however, issue persisted, and the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.